Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position and the stylet inserted. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of high pacing thresholds or perforation. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the tip and helix of the lead were intact and appeared undamaged. Resistance testing determined the lead was electrically continuous and mechanical testing determined there were no abnormalities in the lead body.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was found to be undersensing. The physician attributed the abnormal measurements to a perforation of the heart wall. The perforation was confirmed via chest x-ray and a CT scan (computed tomography). The rv lead was explanted and the patient was treated with intravenous antibiotics to resolve the issue. A new lead was implanted without issues. No additional adverse patient effects were reported.